Event description:
It was reported that this patient presented at the clinic because his inflatable penile prosthesis was not working well. Two weeks later, a procedure was performed, during which it was determined that there was a crack in the pump connection tube. The cylinder and pump were replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pump underwent thorough analysis. The pump was visually and microscopically inspected and underwent leak and functional testing. The pump did not pass the activation testing; it required application of more than the specified force to activate. The returned cylinders had damage consistent with explant but passed all testing performed. Product analysis was unable to confirm the reported allegation related to the pump connection tube did confirm pump malfunction was likely the cause of the reported clinical observations.

Event description:
It was reported that this patient presented at the clinic because his inflatable penile prosthesis was not working well. Two weeks later, a procedure was performed, during which it was determined that there was a crack in the pump connection tube. The cylinder and pump were replaced. No additional adverse patient effects were reported.